Event description:
The event is reported as: after placing the catheter, when the guidewire was removed the catheter split at the hub. No pt injury reported.

Manufacturer narrative:
Evaluation: method - other - device history review. Results. Other - review of the batch manufacturing record revealed no indication of potential failure as reported in the complaint. There were no signs of process irregularity. Conclusions. Other - based on the information provided the manufacturing facility was unable to confirm the complaint. However, it is possible that excessive tensile force was exerted between the funnel and shaft.